Event description:
Harmonic scapel was set up on the field at the beginning of the case. It was tested and everything worked properly with the testing cycle. Later in the case when the surgeons went to use the handpiece it would not work properly. The handpiece would not activate. Another handpiece was brought on to the field and it tested fine. Then when the surgeons went to use it later, it did not work properly. At that point, the cord was replaced. That seemed to correct the problem.